Event description:
Reporter indicated a patient passed out due to a shocking sensation from the vns device. The patient subsequently had the vns device explanted. The pateint was implanted for intractable hiccups.